Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and early sensor expiration was found within the investigation window. The allegation was confirmed. The probable cause was determined to be progressive sensor decline. No injury or medical intervention was reported.